Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by sensing integrity counter (sic) and impedance variation. There were also high rate non-sustained episodes that showed what looked like some r-wave couplets as the additional revents also had and associated t-wave. There also appeared to be lead noise. The lead remains in use. No patient complications have been reported as a result of this event.